Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a rise in shock impedance measurements and pacing threshold measurements. The shock impedance eventually became out of range with measurements greater than 125 ohms. Surgical intervention was taken to cap and replace the lead. The device was explanted for a previously reported product performance issue. No additional adverse patient effects were reported.